Event description:
It was reported that during a gastric bypass, the device delivered an incomplete staple line and did not cut. It was not reported how the procedure was completed. There was no patient consequence.